Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). Field service replaced the gas delivery engine (gde), and ran extended system (est)/ operational verification procedure testing (ovp). The unit passed all tests. He then allowed the unit to cycle for over an hour, and verified all alarms. Everything appeared to be working okay. The unit was working within manufacturer specifications.

Event description:
Biomed at one of the user facilities contacted carefusion technical support and reported the following: "the unit is displaying ext high ppeak/safety valve/circuit occlusion and is inop post est [w/continuous audible alarms]." According to the biomed, the unit was passing est testing, and had been calibrated before to resolve this issue, however, the inspiratory/expiratory pressure transducers appeared to have drifted significantly over time. This event occurred during set-up. No patient involvement.